Event description:
It was reported that a smiths medical cassette may have leaked from the connection point between the hose and the bag. The cassette was filled with chemotherapy dinoclonal antibody. When removing the bubbles from the cartridge, the pharmacist noticed that a small amount of liquid gradually dripped from the bag. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source supplier. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.